Event description:
It was stated by the nurse that the customer was hospitalized for diabetic ketoacidosis. The nurse stated that the cause of the diabetic ketoacidosis was unknown, but the customer has a history of severe insulin resistance and high stress levels. The nurse did not have the insulin pump with her for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.